Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and mostly distributed in the market (B)(4) units. There are 72 units blocked in stock. We have received 36 closed samples from stock for analysis. Ten units have been used for the needle analysis. We have checked the needles of the samples received and the tips, edges and geometry are within the specification. We have tested the needle bending strength of the needles received and the result is 7.995 nxcm in minimum and fulfill the product specification of 7.2 nxcm in minimum. As stated in the instruction for use of the product, 'care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking'. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/european pharmacopoeia (ep) and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no previous complaints in any of the products manufactured with the same needle raw material batch as the used in this product. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received from stock comply with usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received from stock fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that at the time of suturing, the needle bent. Consequence: thread change with prolonged operating time and anaesthesia. Additional information: literal translation of the email received: "I was informed that while using the suture the needle broke. Another suture from the same batch and package was used without any problem. It did not cause any problems for the patient." No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.